Manufacturer narrative:
Control results from the meter have been acceptable within the past 24 hours. The customer returned both the meter and the test strips. The returned meter and strips were tested with retention controls. Results: level 1 ¿ 45 mg/dl, 44 mg/dl, 45 mg/dl (control range 30 - 60 mg/dl). Level 2 ¿ 309 mg/dl, 306 mg/dl, 308 mg/dl (control range 261 - 353 mg/dl). All returned results are within the acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable glucose result from an accu-chek inform ii meter serial number (B)(4) compared to the result from the laboratory. The meter result was not matching the clinical picture of the patient. The meter result at 7:16 am was 37 mg/dl. Within 10 minutes of the meter result, a laboratory sample was collected with resulted in a glucose result of 106 mg/dl. Despite the patient being asymptomatic for hypoglycemia, the patient was given what is believed to have been apple juice. There was no allegation of an adverse event and the patient's current condition was provided as stable. The patient had a hematocrit of 28.9 percent on (B)(6) 2019.